Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis.

Event description:
The customer was reported via phone call that, the sensor wire did not found upon removal. The blood glucose was unknown at the time of the incident. The device is expected to be returned for analysis.